Manufacturer narrative:
Continuation of d11: product ID: 3889-28; lot#: v931583; implanted: on (B)(6) 2012; product type: lead; product ID: 3058; lot# serial#: (B)(6); product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The cause of the high impedances was not determined and was unknown. The rep wrote that they had contacted various manufacturing resources to determine why the situation occurred. The issue had not yet been completely resolved in terms of providing the physician with sufficient rationale as to why the event occurred. However, the patient was getting adequate therapy and feeling stimulation now on a custom program case (+) and electrode 2 (-).

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: v931583, implanted: (B)(6) 2012, product type: lead; product ID: 3058, serial#: unknown, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-jan-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep indicated that they were in a case and the impedances were greater than 4000 on all electrode combinations during pre-op when checking with an 8840. During the case the ins was removed and the j-hook was used to test the lead, they saw bellows at 3.0 volts or lower with all electrodes. The doctor elected not to change the lead and used a second 3058 and got values of greater than 4000 ohms when tested with the handset (it was not completely clear which values were greater than 4000 ohms). The caller stated they increased the intensity and pulse width when testing the impedances, but the issue did not resolve. The caller maxed the amplitude, pulse width and rate, but the patient could not feel stimulation. They left the patient with an active program that was set at 2.0 volts. The caller planned to follow-up with the patient the following day.